Event description:
This is a complaint about floating substances found during preparation. Floating substances were confirmed when preparing using phaseal. When the customer contacted the pharmaceutical manufacturer, they confirmed that it contains gelatin and talc, so they would like to confirm whether gelatin or talc is used in the material of the phaseal.

Manufacturer narrative:
(B)(4) initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a complaint about floating substances found during preparation. Floating substances were confirmed when preparing using phaseal. When the customer contacted the pharmaceutical manufacturer, they confirmed that it contains gelatin and talc, so they would like to confirm whether gelatin or talc is used in the material of the phaseal. Could you send photos and/or videos that show the deviation in the product? We do not have a photo/image/video of the defective sample. Sample available? Sample not available. Provide batch number unknown. Where was the floating substance found? Floating substance found in the vial. What medication was being prepared? Unknown. What other products were used during preparation? No other products were used.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Neither gelatin nor talc generated from this device. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.